Event description:
Failed to osseointegrate infection, fistula and swelling. Was prosthesis fitted, no. Site 3. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).